Event description:
Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2009 (left hip). Dor: none reported. (B)(6). Update 07/11/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update der rcvd 26 aug 14 - added dor, patient age, surgeon and sales rep details added. Added 510k numbers. Added sleeve product. Lot number provided for sleeve is incorrect so reported as unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Doi: (B)(6) 2009 (left hip), dor: none reported. Patient is resident of (B)(6). Update 07/11/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update der rcvd 26 aug 14 - attached der, added dor, patient age, surgeon and sales rep details added. Added 510k numbers. Added sleeve product. Lot number provided for sleeve is incorrect so reported as unknown. Update rec'd 12/8/2014- medical records received. Patient was revised to address adverse local tissue reaction. Upon revision, fluid, a pseudotumor, and trunnionosis were noted. The stem remained in situ. The stem and sleeve are being reported. This complaint was updated on 1/5/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not provided to customer quality. The reported asr devices have been discontinued/obsolete and will not be investigated further. A search of the complaints databases finds no other reports against the reported femoral stem. It should be noted, the device remains in situ. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.